Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. At times a cartridge 1 alarm would also occur and a crack in the cartridge was observed. The customer's blood glucose level was impacted; however, the exact value was not known. Reportedly, the customer used humalog in the cartridge for 3-4 days. Tandem technical support reviewed the pump t:connect data and it appeared that the occlusion and cartridge 1 alarm seemed to have been occurring when the cartridge had been used beyond the labeled 2 days.